Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s corrected brand name: servo-s base unit d4 ¿ version or model #: previous version or model #: servo-s corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description, initial service report and ventilator's logs. Our fse (field service engineer) was on site to investigate the issue further and found out that the expiratory channel and pneumatic back-plane printed circuit boards were faulty and were requested for testing purpose. Customer was quoted but did not reply. Information about the current status of the ventilator has not been provided.

Event description:
Manufacturer's ref. #: (B)(4).